Event description:
The account stated that the architect i2000sr analyzer has generated a false positive b-hcg result on a patient sample. The initial result was positive at 682 miu/ml. Another sample from the patient was tested and the result was negative. The first sample was then retested and was negative. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.